Event description:
Account reports incidents in which during withdrawal of a needle lock device, (2c7431), or a straight needle, the synthetic sleeve stopper separates. Reporter stated there was no pt compromise.